Event description:
The dr had difficulty inserting the guidewire into the iab. No item was ever returned to datascope for eval. Several attempts were made to contact the facility for the return of the iab to datascope for eval. [Event complications]: unk-reported 11/3/97. [Pt's current status]: unk-rpt'd 11/3/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product.